Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2366-70 serial#: (B)(4) model description: linear 3-6 lead 70cm.

Event description:
A report was received that the during the implant after the physician implanted the leads the patient complained of severe leg pain. The physician removed the leads and aborted the implant procedure. The patient was given an oral steroid and was reportedly doing fine.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the during the implant after the physician implanted the leads the patient complained of severe leg pain. The physician removed the leads and aborted the implant procedure. The patient was given an oral steroid and was reportedly doing fine.